Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Field service specialist (fss) visited the account and performed multiple z calibrations and simulated flaps in gel medium without any errors. Adjusted beam centering and video screen calibrations. Could not recreate error message. System meets specifications. A review of the records related to this equipment that included labeling, manual, trending, and risk documentation reviews for this equipment were performed. Equipment labeling provides possible complications that can be caused by the surgical/treatment procedure being performed. The trend review shows that there is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that while performing a flap on a male patient's right eye error message appeared with 9 seconds remaining. Surgeon decided to restart the procedure but aborted the case since same error appeared once again.